Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month after implant an alert was triggered. Short v-v intervals, fast non-sustained ventricular tachycardia episodes and a spike in rv pacing impedance were observed. A connection problem was detected. During the revision procedure, the lead connection and the connector connection were cleaned and closed. Both the lead and device remain in use. No patient complications have been reported as a result of this event.